Event description:
It was reported that (1) lcsc5 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the lcsc5 produced a solid tone, and it could not be fixed. Another lcsc5 was used to finish the case. There was no consequence to the pt.